Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10696. The patient had an scs system which included two leads from different lots. It was reported the patient was receiving stimulation in the wrong area. It was determined that the leads had migrated. The physician elected to proceed with surgical intervention and repositioned both leads. Adequate stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.